Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump and catheter were revision occurred on 2014-(B)(6). It was noted that the patient¿s was having a return of spasticity and the patient¿s healthcare provider (hcp) could not figure out why. It was reported that the patient changed hcps and the new hcp decided to replace the pump and catheter.

Event description:
It was reported that since the implant of this pump, the patient experienced a return of symptoms such as spasms as he had prior to the pump implants. The patient also had pain on his tailbone. The health care provider had checked the pump and no issues were found. The catheter was also imaged and the placement was verified. The volumes were accurate at the patient¿s refill last month. This device system delivered baclofen. The patient had a pump implant originally for stiffness and spasticity and further questioned if this current pump was defective as his spasticity was worse than before. His legs and whole body are now stiffer; he cannot lean forward and cannot roll back without help since the implant of this device. It seemed to the patient as if he did not have a pump and that this spasticity is the worst it had been. He noted, he was on the highest concentration of baclofen. A recent x-ray showed the catheter was connected. The catheter was not replaced at the time of the pump replacement because, the catheter had good flow. The patient reported that he cannot ¿live like this.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the whole pump system was explanted and replaced on day of report. It was reported that it was unsure what resulted in the loss of therapy. It was unsure if the complete catheter was removed. Symptoms reported with event include under-dose symptoms. Patient was "alive-no injury" at the time of report. The pump system was delivering lioresal.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive testing. There were motor stalls and motor stall recoveries in the event logs. The stalls and recoveries occurred after explant. Analysis of the catheter found no significant anomaly. Under microscope inspection, a deep, circular coring was seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. The coring in the seal portion at the bottom of the cup was centered in the seal. There was no leak complaint and no leak was seen in lab testing. The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that 2 weeks post implant in (B)(6) 2013 the patient's healthcare provider (hcp) was going to draw out some blood that had pooled in the patient's abdomen. It was noted that the hcp inserted the syringe "an angle" in the abdomen and when the hcp drew fluid out the hcp stated it was baclofen and the hcp pushed the baclofen back in and repositioned the syringe and then was able to draw blood out of the patient's abdomen. It was reported that the patient's spasticity was never managed with the pump device implanted (B)(6) 2013.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had great relief at lower doses, but had to keep increasing up to 1500mcg/day. It was noted that the patient was a gunshot wound victim and had a brain injury as a result.

Event description:
Additional information received reported the exact symptoms the patient was having included "objectively" increased tone in the trunk extensors, hip adductors and knee extensors though there were no objective findings of that compared to prior to onset of the reported event. The patient also still complained of "objectively increased spasticity" in the lower limbs with activity although objectively the health care provider (hcp) believed it was "about the same". The patient still reported ongoing issues with tone/spasticity. It was also reported the patient had "tailbone pain" and ocd (obsessive compulsive disorder) which was noted to may have been impacting his spasticity negatively. It was also reported the patient had under treated ocd which "may be contributing to subjective feelings of increased spasticity". It was reported the device did not show any volume discrepancies. There were no current plans for any devices to be returned for analysis. No further information was provided.